Event description:
The customer reported to customer service that she is using her breast pump with her 3rd child and is experiencing nipple soreness/pain during pumping. She is using the same size breast shields.

Manufacturer narrative:
Customer service verified breast shield sizing with the customer and advised that she should contact a lactation consultant for breast shield sizing. In follow up with the customer, she indicated that she had gone through a period of frequent pumping because she was traveling for her job and feels that she had "overdone" it with the pump. Once back home, her baby unexpectedly began sleeping through the night and she awoke with engorgement. She feels her own practices and routines have lead to the problem she initially reported as well as to subsequent mastitis. She is currently at home with her baby and pumping only once a day and is doing much better. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. Complaints will be monitored for similar issues.